Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 44mm fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 22.6mm and the diameter of aneurysm entry is 22mm. The proximal neck length by centerline is 34mm. It was reported that during the index procedure the final angiogram showed a type ia endoleak. The physician added an aortic cuff; however, the endoleak was not resolved. The physician noted the cause for the type ia endoleak was anatomy related since the patient¿s neck was wide in the center (approximately) 28mm. In addition, under sizing of the stent graft was also a contributor to the endoleak. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related-barrel-shaped neck. Device under-sizing of the stent graft. Conclusion: endoleak. Anatomy related-barrel-shaped neck. Device under-sizing of the stent graft.